Event description:
A journal article was reviewed that contained information regarding catheter ablation following electrophysiologic study (eps). The article reports patients who experienced persistent third-degree atrioventricular (av) block which required pacemaker implantation and one patient with cardiac tamponade that underwent surgical pericardial drainage. The status/disposition of the catheters is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/26 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: characteristics of a large-scale cohort with accessory pathway(s): a cross-sectional retrospective study highlighting over a twenty-year experience. Archives of the turkish society of cardiology. 2021. 49(6):456-462. Doi: 10.5543/tkda.2021.90388. If information is provided in the future, a supplemental report will be issued.